Event description:
Information was received indicating that during use of cadd medication cassettes, pumps exhibited continuous ?no disposable, pump won't run" alarms. No adverse patient effects were reported. Per reporter, no further details were provided.